Event description:
Summary of complaint: 3 of the masimo corporation sp02 sensors on the zoll r series defibrillator are not operational. When conducting regular maintenance, the technician was unable to receive any readings. Swapped the connector part with another unit and it worked indicating that it was this cable. This issue occurred to three other units. Those units were ecn: 119446 - same day surgery, ecn: 119474 - labor and delivery, ecn: 119452 - cath lab. Ref reports: mw5164981, mw5164982.